Event description:
Information from ae regulatory system: on (B)(6) 2025, the customer used a disposable injection pen needle to install an insulin pen and injected insulin 12 units a day as prescribed by the doctor. The first two days of use were smooth. On (B)(6) the injection was clogged and the insulin could not be injected into the subcutaneous tissue. Suspecting that there was a problem with the needle, the customer went to the pharmacy to ask for a solution. The customer bought a disposable injection pen needle. In order to save, the customer used the needle multiple times, which caused the needle to be clogged, affecting the effect of use. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code is 329489. No photos, no sample, no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.